Manufacturer narrative:
The ldh reagent lot number and expiration date were not provided. A field service engineer (fse) determined that the cell rinse unit solution and rinse water levels needed to be adjusted. Precision checks confirmed levels were restored within specifications, and no discrepancies were observed post-intervention. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable lactate dehydrogenase (ldh) results for 1 patient on a cobas c 503 analytical unit. The initial result was 369 u/l. The first repeat result was 155 u/l. The second repeat result was 160 u/l. It is unknown if the repeat results are from the same sample tube.